Event description:
It was reported that when the device was used during a laparascopic gastric bypass procedure, it transected the stomach. After the third firing, the device cut the tissue, but had not formed or distributed any staples on either side of the cut line. The remnant was closed using intracorporal sutures. The pouch was kept open and was anastamosed to the small bowel. Another like device was opened and the procedure was completed without pt consequence.